Manufacturer narrative:
Since the lead was surgically abandoned and will not be returned, the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead fractured. The lead was surgically abandoned and replaced. No adverse patient effects were reported.